Event description:
It was reported that a malfunction alarm occurred, specifically identified as malfunction code 9. Blood glucose levels were not adversely impacted, as they did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.